Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Pump serial #: (B)(4).

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power and would self-reboot. The patient reported no damage or moisture was seen in the pump casing or battery compartment or cap. The patient replaced the battery to no avail. The battery cap was secure and tight. It was also determined the patient had never replaced the battery cap. The manufacture recommends the battery cap be replaced every six months. There was no adverse event associated with this issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed evidence of reboots. No damage was found to the battery compartment. During testing, the pump powered on normally. The pump was exercised for 24 hours and no power issues or alarms occurred. The battery cap was found to be within specifications and attached securely to the pump. The pump cover was removed and no damage was found to the power circuit.